Manufacturer narrative:
According to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it, caused by the reported impact. To determine an exact root cause a device investigation at the explanted device is necessary. The explanted device has been requested but not received. The complaint can be re-opened when the device is available for investigation. This is a final report.

Event description:
After a trauma the patient no longer has any access to sound with the cochlear implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a trauma the patient no longer has any access to sound with the cochlear implant. Re-implantation is considered. A surgery date has not been set.

Manufacturer narrative:
Conclusion: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it, caused by the reported impact. To determine an exact root cause a device investigation of the explanted device is necessary. The complaint can be re-opened when the device is available for investigation.

Event description:
After a trauma, the patient no longer has any access to sound with the cochlear implant.